Event description:
The surgeon was inserting short headed pins into the microblock and the pin was not inserted in the proper trajectory and the pin snapped in the pin driver while trying to fix to the femur. The pin was stuck in the femur and had to be backed out manually. There was no impact or injury to the patient.

Manufacturer narrative:
The device was disposed of at the hospital.therefore, it is unable to be returned for investigation and root cause can not be determined. Orthalign will continue to monitor this issue and take action when alert limits are exceeded.